Event description:
It was reported to boston scientific corporation that a leveen needle electrode was used during a liver radiofrequency ablation procedure performed on (B)(6) 2012. According to the complainant, there was no damage to the device. The physician had a general remark that the needle appeared to be 'not as sharp' as other needles used in the past. The radiofrequency ablation procedure was successfully completed using this device. There were no patient complications reported as a result of this event, and the patient was in stable condition post procedure. The investigation results revealed that the needle was damaged. As this is contrary to what was reported, based on the investigation findings, this event is now considered reportable.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4) for the evaluation findings of electrode needle blunt/dull tip. A visual examination of the returned device revealed that the device was damaged. The distal tip of the needle was slightly rolled over. Due to this, the needle tip appeared to be blunt. Functionally, the array was able to be extended and retracted without issue. The tines were inspected, and found to be sharp and free of damage. It is possible that the device was handled in such a manner that contributed to the needle damage. It is also possible that anatomical or procedural factors were encountered that may have contributed to the occurrence. A review of the device history record (DHR) was performed, which confirmed that the device met all manufacturing specifications. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot.